Event description:
During a coil embolization of a middle cerebral artery (mca) aneurysm, a 2mm x 8mm hydrosoft coil by microvention was being used in the brain and as it was trying to be detached it was not working. Coil was then removed from the head. When the catheter the coil was inside was removed and the coil was taken out, it unraveled and still would not detach.